Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no esc button response due to a flattened button dome switch. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, and a torn keypad overlay at the esc button dome.

Event description:
Customer reported via phone call that the escape button on the insulin pump is stuck and does not pop out. Customer stated that insulin could not be delivered due to the keypad issue. Blood glucose value at the time was 400 mg/dl; treated with manual injections and current value is 217 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the device would be replaced and agreed to return the product for analysis.